Event description:
Indication: personal history of other malignant neoplasm of rectum, rectosigmoid junction, and anus. Inbound call from patient. Patient reported that some of the needles were bent. Patient did not use any bent needles, no adverse event occurred. Unknown if any doses were missed. Unknown if patient still has defective needles on hand. Unknown if md is aware. No further information reported. Pt did not provide the lot number and expiration date. Reported to (B)(6) by pt/caregiver.